Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of both the right and left heavily calcified common femoral arteries. Reportedly, when the needle plunger was removed from the device in the left common femoral artery, a cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. When the needle plunger was removed from the device in the right common femoral artery, a cuff miss occurred. The device was removed and the vessel was re-sheathed and hemostasis was achieved. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #2 - proglide (part #12673-03; lot #920416h), will be filed under a separate medwatch MFR number.